Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain patient information, confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer, so philips is unable to confirm the final disposition of the device. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the blower temperature was too high. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the device alarmed while in use on a patient. The device was swapped without any impact to the patient. The error code was confirmed in the device log and the customer informed the rse that the air inlet filter was dirty. The rse advised the customer to replace the filter, check the cooling fan was operating, and then replace the blower if needed.